Event description:
It was reported that a spectrum pump alarmed for system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. System error 322 alarms were confirmed through review of the device history log and were reproduced during the evaluation. System error 332's will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper auxiliary assembly was found out of specification. The lower auxiliary assembly was disassembled during the evaluation. The failed upper auxiliary and lower auxiliary assemblies were both replaced.